Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was on hospice and passed away from heart failure. It was later reported that the patient's passing was unwitnessed so the exact cause of death and whether or not the outcome was device or therapy related were unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops associated with transient disconnections of the driveline. The submitted log files also confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 lvas and the reported patient outcome could not be conclusively established. The controller event log file contained relevant events from 23may2023 through 13jun2023. The driveline was disconnected on 01jun2023 and 06jun2023, causing the pump to stop each time. Following each reconnection of the driveline, the pump was able to regain speed and resume normal operation without issue. These events were consistent with the report of the patient becoming confused/disoriented and disconnecting the driveline. On 13jun2023, flow began to decrease steadily, with values ultimately dropping to 0.0 liters per minute (lpm), resulting in a continuous low flow hazard alarm throughout the remainder of the file. The driveline was then disconnected a third time on 13jun2023 and remained disconnected throughout the rest of the recorded events. This event was consistent with the report of the nurses disconnecting the driveline following the patient¿s expiration. No other notable events or alarms associated with the pump were captured. The pump appeared to function as intended at the set speed while the driveline was connected. It was reported that a specific cause for the low flow alarms was unknown. The patient was at home on hospice at the time of expiration. The death was unwitnessed; therefore, information regarding the cause of death and whether the patient¿s outcome was device or therapy related was unable to be provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, and clinicians, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been at home on hospice care at the time of the event. Review of the log files showed driveline disconnect alarms on 01jun2023 at 2:33 pm. The pump was off for 1.5 minutes. The driveline was also disconnected on 06jun0223 at 6:22 am for 22 seconds. Low flow alarms were seen starting on 13jun2023. The pump lost complete power at 10:09 am due to the driveline being disconnected. The patient had passed away between 9-10 am, and the driveline was then disconnected by the nursing staff. A cause of the low flow alarms was not identified.